Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during bolus delivery. Customer changed supplies to address four of the occlusion alarms. For the other occlusion alarms, customer cleared the alarms and successfully resumed insulin. Customer¿s blood glucose level was 489 mg/dl.